Event description:
The customer reported a filament regulator failure error message and a collimator iris pot error message during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the software was installed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.